Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI number is entered as the lot number was not provided.

Event description:
It was reported that on (B)(6) 2024, a 6.0x80x120 supera stent was implanted in the left popliteal artery due to 75% stenosis. Post procedure, patient was compliant with dual antiplatelet drug therapy consisting of plavix 75mg and aspirin 81mg. A follow up percutaneous intervention was scheduled and performed on (B)(6) 2024. During this procedure, in-stent restenosis of the supera stent was discovered, although the patient remained asymptomatic. Therefore, laser atherectomy and an unspecified drug-coated balloon were used as treatment and the stent was confirmed to be patent. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The reported patient effect of occlusion is listed in the supera peripheral stent systems instructions for use as a potential adverse event. A conclusive cause for the reported obstruction/ occlusion, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: a2 - age units (patient): updated from ni to 74 years a2 - dob: updated from ni to (B)(6) 1949 a2 - dob: updated from ni to male a4 - weight: updated from ni to 79 kg d4 - lot #: updated from unknown to 2092461 d4 - primary UDI number: updated from (B)(6).